Event description:
It was reported that there was an "alarm stuck." There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The manufacturer representative inserted two batteries to power up the device, and the pump failed the downstream occlusion (dso) test. The cause of the customer reported problem was a damaged dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and updated the software.